Event description:
On (B)(6) 2026, the patient reported of an adhesive patch and cannula housing detached from spring prior to insertion, this occurred during tube unwinding and the patient resolved this issue by replacing infusion set and resumed insulin deliveries successfully.

Manufacturer narrative:
Initial 3 of 4. Based on the available information, this event is deemed to be a reportable malfunction. To date no additional information has been received. Should additional information become available, a follow-up report will be submitted. FDA registration number reporting site: 8021545. Manufacturing site: 3003442380.